Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter.

Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). This was not the first refill. The arv was 40 and erv was unknown. The patient had gone in for a refill on (B)(6) 2014 and they pulled out all 40ml from the pump. They tried to do a dye study, but could not aspirate. The pump was then programmed to minimum rate. They have planned to schedule the patient for a catheter revision. The patient had reported that they had noticed their pump flipping for the past couple months. There were no pump alarms or indication of a pump problem. The pump system was infusing bupivacaine and morphine. (No outcome or symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)